Event description:
It was reported that a physician was attempting to deploy an assurant cobalt balloon expandable peripheral stent to treat a lesion in a patient. During the deployment procedure, the assurant cobalt stent ¿accordioned¿ on its self and became damaged while it was caught on the balloon. The stent was deployed in an undesired location. No patient injury or clinical sequelae were reported

Manufacturer narrative:
Evaluation results: (root cause of stent damage is undetermined as no procedural images of the event were available for review). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: (root cause of stent damage is undetermined as no procedural images of the event were available for review). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).